Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and a posterior -2 prolapse for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was inserted into the patient. A clip was inserted and then it was noticed that there was air in the sgc and it was not holding column. A mitraclip xtw was deployed and the sgc was retracted outside of the patient. The guide was aspirated while the guide was within the left atrium (la) and against the septum. Air was visualized within the left ventricle, but dispersed naturally. The guide was removed and re-prepared before being advanced within the la, where it was identified that the sgc was not holding column and was removed from the patient. Per the physician, damage likely occurred to the sgc when the 11f introducer was inserted to exchange the guide for a wire likely damaged the valve at the back of the guide. A replacement guide was selected, prepared, and inserted within the patient successfully. A second mitraclip xtw was successfully implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, the reported leak/splash (loss of fluid column) appears to be related to procedural circumstances. Additionally, the reported air embolism appears to be related to the reported leak. The reported patient effect of air embolism is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.